Event description:
The iab was placed in the pt in the or. After 6 days of iabp, the pump alarm sounded. Blood was noted in the catheter tubing. The co's pump was changed to another, same model. The iab was removed and another balloon was inserted. The pt did have a lot of plaque.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form wa freceived from the initial reporter or product user. Under leak testing disclosed a leak in the membrane. The penetration had the characteristics typically produced when the membrane is subjected to non liner or biaxial folding. Biaxial folding produced when the balloon is subject to a non-predicatable folding pattern, as when it enters a subintiamal space, is located too high in the aortic arch, or enters the subcalvain artery. Device label code: 1738.